Event description:
The physician successfully implanted a 3.5mm diameter endeavor rapid exchange (rx) drug-eluting stent to lad #6 for the treatment of in-stent restenosis of a previously deployed other brand stent. Post dilatation and ivus were performed. Approximately 7 months post stent deployment, restenosis was confirmed at the location where the endeavor stent was deployed to. Patient presented ventricular fibrillation. Intra aortic balloon pump was performed and one other brand stent was deployed. Approximately one week later, patient death occurred.

Manufacturer narrative:
(B)(4): results and conclusion - lesion morphology; death.